Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming with triangles on the screen and 46876 displaying on screen. Instructed patient to open and close the battery door after twenty seconds. The pump powered back on and began alarming to remove and reattach cassette. The tubing was clamped and attempted to remove cassette; however the patient stated that the lever is locked on the pump and will not move at all. Repeated opening the battery door and closing it but the alarm returned upon power up. The patient also stated that she sees 0 ml in top left corner of screen. The patient was hooked up yesterday for treatment around 10:00 am. The medication label reads continuous rate of 2.2 milliliters per hour and total volume to be infused 100 milliliters. The patient was instructed to keep clamp closed nearest port and removed batteries from the pump. Instructed patient to call doctor now for further instructions. There was unknown patient harm. There was no patient injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. This issue is being monitored via an internal ncr and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.